Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode went to the hospital due to receiving an inappropriate shock. The physician observed noise oversensing as the cause of the shock being delivered. The physician programmed the s-ICD to primary vector as the noise was not able to be reproduced in this configuration. It is suspected that the cause of the inappropriate shock is an electrode conductor fracture. Technical services (ts) reviewed the device data and discussed there could be oversensing of atrial arrhythmia or some external equipment. Further in-clinic investigation was recommended and it was also mentioned that if noise is able to be reproduced this could potentially mean an electrode impairment condition. The electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode went to the hospital due to receiving an inappropriate shock. The physician observed noise oversensing as the cause of the shock being delivered. The physician programmed the s-ICD to primary vector as the noise was not able to be reproduced in this configuration. It is suspected that the cause of the inappropriate shock is an electrode conductor fracture. Technical services (ts) reviewed the device data and discussed there could be oversensing of atrial arrhythmia or some external equipment. Further in-clinic investigation was recommended and it was also mentioned that if noise is able to be reproduced this could potentially mean an electrode impairment condition. Additional information provided indicates the physician programmed the device to another vector that did not show noise and the patient is being closely monitored. The electrode remains in service. No additional adverse patient effects were reported.